Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending (plad) artery with 80% stenosis and mild calcification. Pre-dilatation was performed with a 3.5x10mm balloon at 10 atmospheres (atms). The 3.5x15mm xience prime stent delivery system (sds) was implanted. However, upon removal of the device, check shot revealed a distal edge dissection. An additional 3.5x8mm stent was used to treat the dissection. Results were very good with timi iii flow without any residual stenosis. There was no adverse patient sequela and there was no clinically significant delay in the procedure, no additional information was provided.